Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly, sensor glucose vs. Blood glucose, the customer reported blood glucose value of 564 mg/dl. The customer reported hyperglycemia, hyperglycemia, malaise treated with insulin pump (subcutaneous insulin infusion), ems/ambulance/ER visit, ems/ambulance/ER visit. Customer reported the following led up to the event: the sg and bg are very different, and it cannot deliver correctly document treatment for high bg: ER visit other than insulin, indicate medications taken to treat diabetes: no document type of diabetes: type 1. The event involved product(s) unomedical, mmt-7040a, mmt-1884, mmt-332a. Troubleshooting was performed. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported high blood glucose . Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Customer was unable to remove/change the infusion set. Customer declined to check pump settings. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. Frn-mmt-332a-rsvr, unomed set, ozp-mmt-7040a-snsr. Updated summary: the customer reported vomiting treated with emergency room visit as per medical review. Updated summary: it was reported that the customer experienced discrepancy between sensor glucose and blood glucose. The customer¿s sensor glucose value was 227 mg/dl while blood glucose value was 517 mg/dl at the time of the incident. During troubleshooting, it was discovered that the sensor had been in use for less than 4 days and was taking butalbital and acetaminophen. The customer was advised that the sensor may no longer be responding to glucose changes. The customer reported no adverse event. The event involved product(s) mmt-7040a. No product return is expected for mmt-7040a.